Event description:
It was reported, the insulin pump alarmed button error. Customer does not recall blood glucose at the time of the alarm, current was 7.4 mmol/l. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive keypad. The esc button was unresponsive due to corroded keypad traces. No unexpected button error alarms noted during testing. Displacement test was not performed due keypad anomaly. The insulin pump had minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.